Manufacturer narrative:
(B)(4). Method: the returned complaint devices were visually inspected and performance tested. In addition to the complaint device, we received the circuit filter, waterbag and opt844 adult nasal interface which were also involved in the reported incidence. Results: the visual inspection revealed no damages to any of the returned complaint devices. The returned complaint devices were connected to a flow source. No pressure increase or inflation of the waterbag was noticed. A lot check revealed no other complaints for this lot number. Conclusion: all circuits are pressure tested before they are allowed to leave the production line and any circuits that fail are rejected. The root cause of the issue reported by the customer cannot be determined. However, it is possible that a temporary occlusion during setup could have contributed to the reported "inflation" of the waterbag. Occlusions can be caused by a number of factors, such as an object being placed on the tubing during the process of changing the waterbag or if the patient gripping the nasal tubing of the interface and occluding the flow. Our user instructions state: "before connecting to patient, check for adequate gas flow"; "if gas flow is interrupted turn the humidifier off."

Manufacturer narrative:
(B)(4). Manufacture date: year changed from 2011 to 2010. Method: the returned complaint devices were visually inspected and performance tested. In addition to the complaint device we received, the circuit filter, waterbag and opt844 adult nasal interface which were also involved in the reported incidence. Results: the visual inspection revealed no damages to any of the returned complaint devices. The returned complaint devices were connected to a flow source. No pressure increase or inflation of the waterbag was noticed. A lot check revealed no other complaints for this lot number. Conclusion: all circuits are pressure tested before they are allowed to leave the production line and any circuits that fail are rejected. The root cause of the issue reported by the customer cannot be determined. However, it is possible that a temporary occlusion during setup could have contributed to the reported "inflation" of the waterbag. Occlusions can be caused by a number of factors, such as an object being placed on the tubing during the process of changing the waterbag or if the patient gripping the nasal tubing of the interface and occluding the flow. Our user instructions state: "before connecting to patient, check for adequate gas flow" "if gas flow is interrupted turn the humidifier off"

Event description:
A hospital in (B)(6) reported that when using an rt241adult heated breathing circuit, there was a pressure increase in the water bag causing it to "inflate" during use. The hospital further reported that there was no patient consequence due to this inflation.

Event description:
A hospital in (B)(6) reported that when using an rt241adult heated breathing circuit, there was a pressure increase in the water bag causing it to "inflate" during use. The hospital further reported that there was no patient consequence due to this inflation.